Manufacturer narrative:
(B)(4).  The third party service agent has evaluated the device and was unable to duplicate the reported issue.  Physio-control performed a clinical evaluation of the reported event and determined that the reported event may have contributed to the death of the patient due to use error.   After a review of the electronic patient record and the device keylog file, it was determined that the customer did not have the device in the paddles lead appropriately in order to view the patient¿s ECG rhythm while monitoring with the defibrillation therapy electrodes.  With the device configuration set as it is, the user would have to select the analyze button in order for the device to enter back into paddles lead and analyze the patient¿s ECG rhythm.  The customer did not press the analyze button to enter paddles lead and therefore could not view the patient's ECG rhythm.  The cause of the reported issue was determined to be use error.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device did not recognize the connection of the defibrillation therapy electrodes on the patient. Without this connection, the device would not be able to provide a defibrillation shock, if needed. The device user checked the patient connection by disconnecting and reconnecting the defibrillation cable, but the device still did not recognize the patient connection. The customer did continue CPR compressions throughout the event and during the reported device issue. Once the reported issue occurred, the customer connected the separate limb lead ECG cable and determined that the patient's ECG was asystole. The customer had a backup device on scene a short time later and confirmed an asystole rhythm via the limb lead ECG cable. The customer continued performing CPR until the patient was determined to be deceased.